Manufacturer narrative:
(B)(4): the unit was unable to generate a 12-lead. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The unit was unable to generate a 12-lead.